Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions due to oversensing of low amplitudes and a change in morphology. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.